Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals resulting in inappropriate atrial tachy response (atr) episodes. This pacemaker remains in service. No adverse patient effects were reported.